Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12851, related manufacturer reference number: 3006705815-2019-04476. It was reported that the patient has high impedances on lead contacts and due to this, the device is not able to get into MRI mode. Repositioning was attempted without success. As a result, surgical intervention may occur.

Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.